Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell post-op and fractured femur. The surgeon removed a #6 132 accolade 2 stem as well a 36 0 degree liner. He replaced with a 16x195 restoration modular stem and an mdm liner.